Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.